Manufacturer narrative:
Investigation revealed there was no system malfunction. Additional information provided that the surgeon was heavily retracting the skin and tissue which can cause the drb to move in relationship to the patient's anatomy. This can lead to issues with navigation integrity and the misplacement of screws. The software will alert the user in the event that there is a drb shift. Before beginning navigation, the software alerts the user to activate the surveillance marker if it has not already been activated. The user also acknowledges that they will perform landmark checks on the operative levels to ensure navigation integrity. Additionally, the software will alert the user if there is excessive force placed on the end effector during bone work. The cause of the reported issue was traced to user technique.

Event description:
It was reported that a revision surgery was needed to remove and replace misplaced screws that were placed using the excelsius gps system.